Event description:
It was reported by the facility contact, "we've had 5 patient's complain of sutures spitting out and having irritation around the incision. Also noticing the wound opening up. "No further information is available at this time.

Manufacturer narrative:
Spitting/inflammation/reaction. Method: the actual product involved will not be returned. Per electronic communication from the customer it was stated that there are three possible lots involved, the three suspect lots provided are; mbnq080, mbzk810, mbkb350. Relevant portions of the device history records were reviewed. Finished good products were received into inventory without quality issues. The product from these finished good lots and all of the components met surgical specialities puerto rico inc. Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the suspect finished good lots. Inflammatory tissue reaction, is a known risk with any suture material. The most probable root cause for post operative inflammation/reaction can not be determined with certainty based on the information and without reviewing the actual device involved or testing sterile samples from the same finished goods lot. (B)(4).